Event description:
The user facility reported a 55-year-old male patient developed a hematoma at their axillary site during impella 5.5 support. The patient mentioned experiencing pain at the site and a pressure dressing was placed. Heparin was stopped the following day. Support continued uninterrupted. There was no patient harm reported.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-26887. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26887 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact name and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26887. H6 health effect - clinical code 1884 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26887.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The pump was not returned for investigation. Data logs were investigated and there was a placement signal not reliable (psnr) alarm. Upon review of data logs, it is apparent that the console is the potential cause of the issue. Therefore, as per the data log review, the root cause of the optical signal issue was sensor silicone wear. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include optical signal issue descriptions. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-26887. D6b updated. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant also reported a placement signal not reliable alarm, with absence of aorta and left ventricle waveforms. A second instance of the placement signal going out overnight and occurring before was reported. The pump position was verified with echocardiography.